Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the occurrence of check vent error 1105 (alarm led failed) in the error log. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 25jul2019. Date of report: 31jul2019. The manufacturer¿s international service technician confirmed the reported alarm led failure issue. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.